Event description:
Same case as MDR: 2134265-2011-06085. It was reported that during a stenting treatment procedure stent damage occurred. The lesion was located in the distal third portion of a coronary artery bypass graft (CABG) of the ventricle to the posterior descending artery. The procedure was a "very difficult" angioplasty procedure of the CABG where there was a recently implanted stent in the proximal portion of the lesion. There was an issue while the stent was crossing into the non-bsc guide catheter that "damaged the stent rising up proximal and distal links." The procedure was completed with another of the same device. There were no reported patient complications and the patient status was fine.

Manufacturer narrative:
Device is combination product . It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).